Manufacturer narrative:
(B)(4). Analysis of the pump revealed corrosion, wear, and/or lubrication of the motor gear train. The motor stall was due to shaft bearing.

Event description:
It was reported according to the pump event logs that a motor stall occurred on (B)(6) 2013 the stopped pump may exceed tubing set message was seen. There were no legs indicating motor stall recovery. The patient had denied having any mris and was reporting the pump was audibly alarming. It was noted that two weeks ago, the patient started having quite a bit of nausea, vomiting, diarrhea and thought they had the flu. It was reported the pump's elective replacement indicator (eri) occurred on (B)(6) 2013, the scheduled to replacement pump date was (B)(6) 2013 and the patient was scheduled for replacement on the week of this report. The device system was used to administer hydromorphone and bupivacaine. It was later reported a critical alarm occurred due to the motor stall and "eri also". It was reported normal battery depletion had occurred along with a motor stall that never recovered; surgical intervention was required and the pump was explanted. The patient experienced flu like symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4) implanted: (B)(6) 2006, product type: catheter (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.